Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely down. A field service engineer identified a damaged pyxie bus cable, adjusted the cable, and isolated the damaged section. The cable was replaced, and testing was resumed with no further issues observed. The user verified proper operation by completing inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was completely down. The unit was entirely dark, would not power on, and no lights were visible. Physical damage was noted on the power cords. The customer had unplugged and reconnected all cables, but the issue persisted. There were no adverse events or injuries reported based on this event.